Event description:
It was reported that the customer was checking the cassette prior to the use of it, and the pump would not recognize the cassette. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated (B)(4). H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four (4) pictures were attached. Pictures were reviewed. Results: picture one (1) show a cassette product from part number 21-7302-24 in used conditions, without blue clip and without cap. Picture two (2) show the front view of cassette product from flow stop model without blue clip. Picture three (3) show the ay bag neck section from a flow stop cassette model. Picture four (4) show the top view of a cassette product. Samples received: sample received consist in one (1) cassette product from part number 21-7302-24. Sample was received in used conditions, decontaminated and inside in a plastic bag. Visual inspection: the sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: sample received don?t present any damaged, kink, cut. Sample was received without blue clip and without cap assembled. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; 1.0130 due date: august 2022] to look for unusual function. Results: sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined.